Event description:
(B)(4). Initial and additional information received from a consumer on 20-jul-2009 & 23-jul-2009: a (B)(6) female (currently (B)(6)) received an unknown amount of injectable poly-l-lactic acid (sculptra) [lot # and expiration date unknown] in her laugh lines for a cosmetic indication in (B)(6) 2007. She was unsure how many injections of poly-l-lactic acid she received or if the poly-l-lactic acid was reconstituted with sterile water or anesthetic. Eighteen months later ((B)(6) 2008) she noticed a development of sausage like lumps and bumps that were visible. She had two under her left eye and one under her right eye. She had the three lumps removed by a plastic surgeon and they were sent for testing not other specified (nos). She said that the report came back negative for cysts but suspicious nos. She stated that she now has big scars from the removal and has five or six more lumps. She reported that the lumps that she has on her cheek cannot be removed because her physician told her that it would pucker. She reported that she does not have any known drug allergies and no medical history. Concomitant medications were reported as trazodone and paroxetine (paxil) for depression. No further relevant information reported.